Event description:
It was reported that the vns patient was experiencing an increase in seizure activity, and according to the patient's family, the increase began in (B) (6) 2009. The physician believed that the device may be nearing end of service when the patient was seen for follow up in (B) (6) 2010; however, diagnostic tests revealed that the device was still able to deliver the programmed settings, and the end of service status was still set to no. The patient is non-verbal and is not able to communicate if she is able to feel stimulation of the device. The patient's family indicated that the patient's seizures were very well controlled until (B) (6) 2009, following a fall that the patient had, and since that time, she was having approximately 2-3 seizures per day. The relationship of the current seizure activity to the pre-vns baseline is unknown. The physician referred the patient for surgery where the generator was replaced. Good faith attempts to obtain the explanted generator for analysis have been made, but the device has not been returned to date.